Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on 05/14/2013. (B)(4). This report was mailed to FDA on: 08/09/2013. The MFR internal ref number is:(B)(4).

Event description:
A consumer reported two days after having an intraocular lens (iol) implanted in the left eye he has experienced cloudy vision, worse in the morning but cloudy at all times. Additional info was received from the surgeon who reported the lens is in the capsular bag and no posterior capsular opacification was observed. In the surgeon's opinion the iol did not cause/contribute to the event. The surgeon explains that the pt has good postoperative visual acuity and will need reading glasses. The outcome of the event and prognosis are unk due to the pt has failed to f/u. Additional info was received from the consumer who reported he had a yag laser capsulotomy due to a hazy capsule. The consumer reported his vision is still blurry when reading even when wearing reading glasses following this procedure.